Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via a manufacturer representative that the handpiece heated up during setup when they put the blade in and tested it. The handpiece got warm right away so they changed it with a different handpiece and proceeded with the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the temperature test could not be performed as the handpiece stalled when connected to the console. Upon further inspection, found housing and motor assembly to be heavily corroded with the motor bedded inside the housing. The housing and motor assembly need to be replaced along with associated parts. The handpiece has been tested to specifications. All tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece heated up when used during setup. There was no delay in the procedure. There was no patient or staff impact.